Manufacturer narrative:
H3 other text : device not returned.

Event description:
It was reported that an o-ring was on the pneumatic tap. Technical support advised customer to remove o-ring however, customer declined. There was no adverse impact to blood glucose levels. No additional product or event information was available.